Event description:
The customer reported an overinfusion. Bumetanide (bumex) was ordered in infuse ate 0.5 mg/hr or 5 ml/hr (concentrate of 10 mg in 100 ml nacl). The entire volume was to infuse in 20 hours but was completed in 2 hours. There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Device not received, log review only. The event logs and customer¿s data set have been received and the evaluation is pending. A follow up report will be submitted when investigation results once the evaluation has been completed.